Event description:
After 18 days inside the pt. The catheter broke during an attempt to retrieve it. Drugs in use: were .9% nacl; sedacoron; furen; statonyl; propopol; vancomyz. It was reported that the pt had the tip removed with a catheter-like device in the angioscopic dept. It was stated that there were no pt complications and that the pt was doing fine. It is of note that the directions for use recommended that the catheter remain indwelling for a maximum of 72 hours.